Event description:
A report was received that the pt was having charging difficulties. The physician reported that the pt has lost a lot of weight. The pt's suture sleeves are pressing against the pt's skin, and the ipg is at an uncomfortable position. An ipg and lead revision was performed. During the revision, the physician chose to explant the ipg. The pt is doing well after the procedure and is able to charge.

Manufacturer narrative:
The explanted ipg was not returned to bsn for evaluation, as it was kept by the medical facility. The leads remain implanted.